Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the pump touchscreen was unresponsive to touch. No reported adverse impact to the customer¿s blood glucose. The customer declined to provide further information and declined a follow up call from tandem technical support.